Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after having an empty cartridge for approximately two hours and subsequently changing the cartridge and filling the tubing, using insulin from pens because vials were not yet available from the pharmacy. Symptoms included elevated blood glucose with a reported peak of 373 mg/dl, without dizziness, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and subsequent improvement in blood glucose to 303 mg/dl with a downward trend and later to 162 mg/dl. Investigation included troubleshooting and education provided remotely, with no device alerts or alarms reported. Investigation of this case revealed that the device functioned without reported alarms and that the episode was associated with an interruption of insulin due to an empty cartridge and the subsequent cartridge change, but the precise root cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.